Manufacturer narrative:
Due to character limit in block e1 telephone number: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
On (B)(6) 2025, at approximately 16:10, a patient using an intra-aortic balloon (iab) passed away due to a myocardial infarction. During the procedure, it was observed that the balloon failed to inflate after the counterpulsation catheter was inserted. Upon removal, the catheter was found to be leaking. A replacement catheter was inserted, and balloon pumping was resumed. However, the re-insertion process is suspected to have caused secondary injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, medical device problem code, investigation findings, component codes and investigation conclusions), h11 corrected field: d7a, e1 (telephone number). Due to character limit in block e1 telephone number: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
It was reported that during intra-aortic balloon therapy, it was observed that the balloon failed to inflate after the counterpulsation catheter was inserted. Upon removal, the catheter was found to be leaking. A replacement catheter was inserted, and balloon pumping was resumed. However, the re-insertion process is suspected to have caused secondary injury to the patient.

Manufacturer narrative:
Updated fields: b2, b4, b5, g1(contact person mfg site), g3, g6, h1, h2, h6 (health effect impact codes), h11.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h11. Corrected field: d10.

Event description:
N.a